Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported an unsuccessful sensor removal attempt that occurred during a scheduled reinsertion appointment. The incision was made by the healthcare provider; however, the sensor implanted in the right arm could not be successfully removed. A new sensor was inserted in the opposite arm during the same visit. During follow-up contact, the user stated that there were no immediate plans for another removal attempt.